Event description:
Refrence number (B)(4). Event occured in the united states. It was reported that the patient experienced occlusion alarms with four infusion sets on (B)(6) 2026 due to insulin blockage in the tubing prior to insertion, which resulted in high blood glucose levels. The patient was treated with a correction bolus. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 4.